Event description:
The device was not delivering enough volume to the pt. The service technician verified the pressure and volumes to be out of specification. The st inspected the device and replaced the pressure gauge. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.